Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334drg, ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.